Manufacturer narrative:
Exemption number e2015058. The device records 4 log entries between the (B)(6) 2016, the longest of which lasts 6 seconds duration. No further log entries were recorded. Investigation was unable to replicated or find any evidence of the reported fault. The device performed to specification throughout the investigation at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Child patient prompt with adult pad-pak.